Manufacturer narrative:
Initial and final (B)(4)- MDR 3003442380-2024-07774- device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15-april-2024, it was reported by the patient that five infusion set fell off due to which hyperglycemia occurs within one day of use. Patient replaced infusion set and resumed insulin successfully. No further information was available.